Manufacturer narrative:
Olympus followed up with the user facility ((B)(4) medical center) and was informed that there was one linear scope that tested positive for bacteria back in (B)(6) 2016 and was returned to olympus for evaluation and repair. Since this account merged with (B)(6) medical center a review of both the account¿s instrument inventory was performed and identified that the user facility returned two bronchoscopes with model bf-uc180f (serial numbers: (B)(4)) for evaluation and service. The bronchoscope with serial number (B)(4) was returned to olympus due to a dent on the side of the unit. The evaluation found that the bronchoscope failed the leak test due to a leak noted in the biopsy channel. The distal end cap (c-body) was found detached, probe unit dented, and sharp crack near the edge. The device was serviced and returned to the user facility on march 11, 2016. The bronchoscope with serial number (B)(4) was returned to olympus for service due to a leak. The evaluation did not confirm the user¿s report, as the bronchoscope passed the leak test. The bending section cover glue was found cracked. The bronchoscope bending section was replaced and returned to the user facility on march 30, 2016. However, olympus was unable to confirm a service record that is associated with a positive culture. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit to the facility has not been finalized.

Event description:
Olympus received a clinical article titled ¿germs cling to hard-to-clean medical scopes, swedish and other providence hospitals find.¿ the article reported that several facilities tested multiple scopes from three different manufactures daily for a month. The article reports that two of the scopes tested grew intestinal bugs on several occasions and were sent back to the manufacturers for investigation and repair. The article reported that the study found there was a wide variation in the number of positive specimens per hospital, from zero to more than 30 percent, but no striking difference in positive tests among the different models or manufacturers of the scopes, the type of cleanser or the automatic flushing system used. The clinical article reports that no patient infections were detected and no patients were harmed during the four-month test trial.